Event description:
Litigation alleges pain, elevated levels of cobalt and chromium and difficulty ambulating.

Manufacturer narrative:
Litigation alleges pain, elevated levels of cobalt and chromium and difficulty ambulating. Doi: (B)(6) 2008, - dor: (B)(6) 2010 (right hip). The devices associated with this report were not returned. A complaint database search found additional reports against the provided product and lot combinations. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the sleeve as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 5/1/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note wasn't included. Part/lot is being updated for the femoral head and srom sleeve. It should be noted that high metal ions were alleged, but this is a poly/metal construct. The complaint was updated on:5/21/2015.